Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer stated " I'm reporting a vancomycin extravasation. I'm thinking it could possibly be related to the new butterfly catheter. It was a 20 gauge butterfly catheter in her right ac. At about 1830, I got a call saying to come check the patients IV site because it was painful. When I went into the room it was disconnected but there was a redness, swelling, and discomfort at her site that radiated up to her armpit. So we elevated it, removed the IV catheter, which was intact, elevated and applied a dry cold compress per pharmacy instructions." Pt injury- extravasation. No sample. Pt was (B)(6) female. Catheter intact without deformity or abnormality when removed. Pts arm condition improved with treatment.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample. No sample was returned for evaluation; because of this, further investigation of the complaint is not possible and no conclusion could be drawn. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted. Device history record (DHR): review of the device history records was unable to be performed because the lot number was reported as unknown.